Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 41-51 mg/dl were recorded by continuous glucose monitor (cgm) from 12:33:33 am to 12:38:32 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:33:33 am on (B)(6) 2020. A tubing fill of size 10.5 units was observed on (B)(6) 2020 at 8:18:27 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 6:45:12 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Blood glucose (bg) values from 50-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:08:34 pm to 4:13:33 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:03:34 pm on (B)(6) 2020. On (B)(6) 2020, at 12:38:45 pm and 2:45:14 pm, user made two (2) bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl; cause was unknown. The customer's husband provided soda to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.